Manufacturer narrative:
Sample was serum. No other details were provided by customer. The customer did not provide any qc data but stated that qc before and after the event was within lab-established ranges. Bci field service engineer (fse) was dispatched for this event. Fse replaced the electrolyte injection cup (eic) o-ring and spacer, and verified performance.

Event description:
A customer contacted beckman coulter inc. (Bci) to report that the unicel dxc 600 pro instrument generated false sodium (na) and carbon dioxide (co2) results for five (5) patients. These results were reported out of the lab. Repeat analysis of samples on an alternate instrument generated different results and patient reports were amended with these results. The customer provided patient data from evening of (B)(4) 2011 and the morning of (B)(4) 2011. Results for morning of (B)(4) 2011 are reported in medwatch report 2050012-2011-02688. The customer stated that neither death nor injury was involved and that patient treatment was not impacted.